Event description:
It was reported that a malfunction occurred in the pump, identified as malfunction code 12. The customer¿s blood glucose level was recorded at 8.7 mmol/l, which is within the normal range. Customer reverted to using multiple daily injections as a backup therapy to maintain insulin delivery.